Manufacturer narrative:
Zimmer biomet (B)(4). Device brand name unknown. Device product code unknown. Device catalog and lot number not provided/unknown. One unknown abutment screw was returned was returned for investigation. Visual inspection of the as returned product identified the fractured screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A malfunction for the fractured screw during the investigation for a fractured implant. A root cause cannot be determined.

Event description:
It was reported that an implant fractured and was removed. During the investigation, it was discovered that there was a fractured abutment screw.